Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
Information received from the manufacturer's representative reported that when the patient was welding, they touched a vise which caused a 2nd degree burn on their right armpit about the size of a football. It was noted that the stimulation from their implantable neurostimulator (ins) was on during the welding incident. The ins was implanted in the right buttock area and not near the burn area. The patient reported that the issue was related to the device. The patient was to follow up with their healthcare professional (hcp). The indications for use for the implanted device were noted as non-malignant pain and failed back syndrome - other. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.